Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet became unresponsive with a black screen and powered off when the user attempted to announce a meal; the device had been charged earlier and could not be immediately placed on a charger because the user was at school, and a replacement ilet was arranged. Symptoms included no reported injury and a blood glucose of 135 mg/dl at the time of the call. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer service troubleshooting, device replacement logistics, and receipt and inspection of the returned device. Investigation of this case revealed a device touchscreen malfunction consistent with a hardware failure of the display interface. It was concluded that the device experienced a screen functionality failure, and replacement was warranted.